Manufacturer narrative:
(B)(4) - occlusion is listed in the fu. Event evaluation: still under investigation.

Event description:
The surgeon reported the following: pt's death was not related to anything to do with a cook device, but was temporally related to implantation of a gore device. The surgeon can confirm that the original cook was a zenith placed for an infrarenal abdominal aortic aneurysm. The left limb of the graft occluded on 1.2.10 and the left iliac limb also pulled out into the sac. There was no type iii endoleak. Pt expired.